Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020, the reporter stated that he was told about another patient who just had a pump implanted and the lady had to have it replaced due to pump failure. The reporter had no additional information regarding the patient or the event. No further complications have been reported as a result of this event.